Event description:
Additional information was received. Regarding what was meant when it was reported that the anchors¿ sagged¿, it was confirmed that the anchors were loose and had shifted downwards. In regard to the statement "upon reopening the incision, the physician observed that the leads migrated." It was observed when implanting the ins. The incision had to be reopened in this procedure.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID 977a260, serial#: (B)(6), implanted: (B)(6) 2025, explanted: product type lead product ID 97791, serial# unknown, implanted: (B)(6) 2025, explanted: product type accessory product ID 977119, serial# (B)(6), product type implantable neurostimulator product ID 97791 serial# unknown, implanted: (B)(6) 2025, product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2025: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025: product type lead product ID 97791 serial# unknown implanted: (B)(6) 2025: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 31-jul-2029, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 30-jul-2029, UDI#: (B)(4). Product ID: 97791, serial/lot #: unknown, ubd: 30-jul-2029: g2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that upon reopening the incision, the physician observed that the leads migrated. Imaging confirmed caudal migration. Revision and repositioning of the leads was necessary. During the procedure, the decision was made to place the ins. The original leads were relocated/repositioned to mid t8 and mid t9. It was noted that the anchors were loose and had "sagged." The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID: 97791, serial# unknown, implanted: (B)(6) 2025, product type: accessory. Product ID: 97791, serial# unknown, implanted: (B)(6) 2025, product type: accessory. Correction to d10: the concomitant product section has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.